Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 218 mg/dl resulting in a visit to the urgent care due to experiencing stomach aches. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.

Manufacturer narrative:
This event was reported inadvertently. During a follow-up, it was determined that the customer's adverse event (stomach ache) was caused by appendicitis and was not related to the pump/pump supplies.